Event description:
To date, additional patient or event details were received which have been added in H11 (Addl Mfg narrative).

Manufacturer narrative:
(B)(6). BASED ON THE AVAILABLE INFORMATION, THIS EVENT IS DEEMED TO BE A REPORTABLE MALFUNCTION. TO DATE NO ADDITIONAL INFORMATION HAS BEEN RECEIVED. SHOULD ADDITIONAL INFORMATION BECOME AVAILABLE, A FOLLOW-UP REPORT WILL BE SUBMITTED. FDA REGISTRATION NUMBER. REPORTING SITE: 8021545. MANUFACTURING SITE: 3003442380.

Event description:
IT WAS REPORTED THAT PATIENT FACED ISSUE WITH LEAKAGE IS AT SITE (B)(6) 2026.

Manufacturer narrative:
Additional information - This Electronic Medical Device Report (eMDR) is being submitted to include the below: H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions. H11: Investigation summaryComplaint Investigation Results:Electronic Quality Management System (eQMS) search: A query was run in the eQMS on 13-JUL-2026 against "Lot Number 6017427 and Similar Malfunction Code(s): Leak between Tubing and Site connector - trace moisture / minor wetness.Leakage from connection between the tubing connector and the infusion set (cannula part/base piece).The review confirmed that Lot 6017427 and the identified failure mode are not associated with any Nonconforming reports (NCR)s or Corrective and Preventive Action (CAPA)s of the same or similar nature.Similar Complaints search:A query was run in the eQMS on 13-JUL-2026 against "Lot Number" criteria equal 6017427 and Similar Malfunction Codes .Leak between Tubing and Site connector - trace moisture / minor wetness.Leakage from connection between the tubing connector and the infusion set (cannula part/base piece).The count of complaint is 1. The complaint numbers are complaint (b)(4).Visual Evidence Review:No photo was provided to support visual confirmation of the reported issue.Conclusion: Unable to perform visual verification; assessment based on available documentation only.CAPA Determination Assessment - Conclusion Summary of Complaint Investigation:Based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per Work Instruction (WI) (Monthly TRIPS and Alerts).Complaint Unconfirmed:Following investigation, the reported failure could not be confirmed for this complaint.Conclusion Summary of Complaint Investigation:As a result of the following A comprehensive review was conducted, including eQMS queries, similar complaint searches, visual evidence assessment, and CAPA determination. No NCRs or CAPAs of the same or similar nature were found for Lot 6017427 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. No photo evidence was provided. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.